Event description:
It was reported that the patient indicated that the defibrillator patient alert sounded a few days prior to the call and had been evaluated by a representative. The alert had sounded again and the patient wanted to know if it was properly set up. The patient was scheduled to be seen by the physician, but never showed up. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.